Event description:
It was reported to philips that the device has a primary alarm failed error. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the caller per the service guide to check and/or replace the speakers, followed by the central processing unit (cpu) if the speakers are not the issue. A good faith effort was made, and the customer stated that the connection from the speaker to the board was disconnected. The customer reconnected the speaker and restarted the device confirmed that the alarm cleared. No replacement parts were required, and the device remains at the customer site.